Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance pull off suture needle pre-op. An empty opened foil, a labeled winding former with an un-dispensed suture and a needle inserted in a pink sponge were returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected; however, the suture have begun with the process of disintegration; this is the cause of the needle was detached from the strand. Also, the foil was examined for visual inspection and present holes in cavity on the back- foil package due to excessive manipulation and this condition contributed to degradation of the suture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of performance pull off suture needle pre-op is a suture degradation; due to the improper handling of package.

Event description:
It was reported that a patient underwent an unknown plastic surgery on (B)(6) 2018, and suture was used. Prior to use on the patient, the suture was easily detached from the needle when taking out a needle from the tray by holding it with a needle-holder. There were no adverse consequences to the patient. Upon device evaluation, the foil was examined for visual inspection and present holes in cavity on the back- foil package due to excessive manipulation and this condition contributed to degradation of the suture. No additional information was provided.